Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor (ID 826653) was implanted on (B)(6) 2023 in a 67-year-old male patient. After the procedure, when moving the patient back, the physician clipped the catheter for a while. However, the cerebrospinal fluid (csf) was leaking from the catheter, and when the physician unclipped the catheter, the cerebrospinal fluid (csf) leak decreased. In case of infection, the physician stopped using the microsensor and changed with a new microsensor on (B)(6) 2023. The estimated amount of cerebrospinal fluid (csf) leakage was minimal, and the patient was stable.

Manufacturer narrative:
The microsensor (ID 826653) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the product was returned for failure analysis, and the following was performed on the returned unit: the microsensor was returned missing the drain cover. Upon testing, it was determined that there was no leak from the catheter itself. However, it could not be determined if there was a leak between where the catheter would meet the drain cover, since the drain cover was not returned with the unit. The testing is therefore inconclusive and the complaint cannot be confirmed as the entire unit was not returned. Root cause- the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.